Event description:
During a renal stenting treatment procedure, the express biliary sd 6.0x14x90 cm stent became dislodged from the delivery catheter. The stent was successfully snared out of the patient's body and replaced with another express biliary sd stent to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'okay'.